Event description:
While inserting the lens into the pt's eye with the ez-28, easy load inserter, the lens flipped in the delivery device. The incision was enlarged to remove and replace the lens. No pt injury.